Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use mechanical lithotriptor v guidewire tip broke. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using another set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the subject device was discarded by the customer and therefore, the device could not be evaluated. The suggested event is detectable and preventable by handling device in accordance with the following IFU. The instruction manual contains a warning to the user regarding this event. (Drawing number:gk5911, revision number : 23). As a result of checking the instruction manual, the following description related to this event was found. > of the contents of the < instruction manual (fig. No.: gk5911, revision no.: 23). ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. ·when using a guidewire, insert this product into the forceps plug of the endoscope while holding the tip as shown in figure 4.20 and aligning the tip with the guidewire. As shown in fig. 4.21, do not insert the tip at a large angle between the guide wire. Doing so may damage the guidewire tip and prevent insertion along the guidewire. Olympus will continue to monitor the field performance of this device.